Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("essure coils embedded within the myometrium within the anterior and posterior body/ fundus"), device expulsion ("migration of essure device location of device: essure migrated to uterus essure micro-inserts with questionable myometrial positioning"), cholecystectomy ("gall bladder removed"), abdominal pain ("severe abdominal pain / bad stomach pain (it hurt to walk sometimes"), dysmenorrhoea ("dysmenorrhea (cramping)") and haematochezia ("hematochezia") in a 44-year-old female patient who had essure (ess205) (batch no. 620724) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation" on (B)(6) 2006. The patient's past medical history included depression and anxiety. Previously administered products included for an unreported indication: wellbutrin. Concurrent conditions included crying, menopause and genital herpes. Concomitant products included oxycocet (percocet). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient underwent cholecystectomy (seriousness criterion medically significant) and fatigue ("fatigue"). In (B)(6) 2006, the patient experienced cholecystectomy (seriousness criterion medically significant) and fatigue ("fatigue"). In (B)(6) 2006, the patient experienced insomnia ("insomnia"). On (B)(6) 2006, the patient experienced rash ("skin rashes / patchy rashes on full body / severe body and patch rashes, rash on both arms, legs, chest comes and goes since more than 1 week, itchy"). In (B)(6) 2006, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), dysgeusia ("metallic teste in mouth / metal taste in mouth"), migraine ("migrains"), headache ("headaches"), nausea ("nausea"), paraesthesia ("tingling (right arm and left arm, right and left leg)") and weight increased ("weight gain"). In (B)(6) 2007, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"). In (B)(6) 2007, the patient experienced fungal infection ("yeast infection") and bacterial infection ("bacterial infection"). In (B)(6) 2011, the patient experienced mood altered ("moodiness"), night sweats ("night sweats") and loss of libido ("loss of libido"). In (B)(6) 2017, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). In 2017, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), haematochezia (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), gastrointestinal disorder ("gastrointestinal problems / bowel leakage"), tooth disorder ("dental problems"), arthralgia ("joint pain / joint muscle and tissue connective pain"), back pain ("severe back pain"), abdominal distension ("severe bloating / major bloating"), weight fluctuation ("abnormal weight fluctuations"), depression ("depression"), constipation ("constipation"), abdominal pain upper ("stomach cramping / epigastric pain"), flatulence ("gas"), gastrooesophageal reflux disease ("esophageal reflux"), hot flush ("hot flashes"), feeling abnormal ("brain fog"), allergy to metals ("nickel allergy"), pelvic pain ("pain"), stress ("stress"), anxiety ("anxiety"), panic attack ("panic attacks"), fibromyalgia ("fibromyalgia"), vaginal discharge ("vaginal discharge"), vision blurred ("blurry vision from time to time / driving with blurry vision"), eye irritation ("super irritated eye all the time (couldn¿t wear make-up)"), vaginal odour ("abnormal vaginal odor"), pruritus ("extreme itching"), oedema peripheral ("edema in lower extremity"), vulvovaginal discomfort ("vaginal irritation"), ovarian fibroma ("right ovary: ovarian fibroma 8 mm in creates dimension"), endosalpingiosis ("left ovary: focal endosalpingiosis"), neck pain ("neck pain"), musculoskeletal pain ("shoulder pain / buttock pain"), dysphagia ("dysphagia"), spinal osteoarthritis ("lumbosacral spondylosis without myelopathy"), intervertebral disc degeneration ("degeneration of lumbar intervertebral disc"), pain ("chronic pain syndrome"), sensitivity of teeth ("severe teeth sensitivity"), vulvovaginal pain ("vaginal pain") and coccydynia ("coccyx pain"). The patient was treated with surgery (total hysterectomy and bilateral salpingo-oophorectomy.), surgery (total hysterectomy and bilateral salpingo-oophorectomy.), surgery (total hysterectomy and bilateral salpingo-oophorectomy) and surgery (ablation). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the embedded device, device expulsion, cholecystectomy, haematochezia, constipation, abdominal pain upper, flatulence, gastrooesophageal reflux disease, mood altered, hot flush, night sweats, loss of libido, paraesthesia, feeling abnormal, allergy to metals, pelvic pain, stress, fibromyalgia, eye irritation, insomnia, vaginal odour, pruritus, weight increased, oedema peripheral, vulvovaginal discomfort, ovarian fibroma, endosalpingiosis, neck pain, musculoskeletal pain, dysphagia, spinal osteoarthritis, intervertebral disc degeneration, pain, sensitivity of teeth, vulvovaginal pain and coccydynia outcome was unknown, the abdominal pain, hormone level abnormal, gastrointestinal disorder, tooth disorder, fatigue, rash, dysgeusia, arthralgia, migraine, back pain, abdominal distension, weight fluctuation, depression, procedural pain, nausea, anxiety and panic attack was resolving and the dysmenorrhoea, dyspareunia, alopecia, fungal infection, bacterial infection, headache, vaginal discharge and vision blurred had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, allergy to metals, alopecia, anxiety, arthralgia, back pain, bacterial infection, cholecystectomy, coccydynia, constipation, depression, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, dysphagia, embedded device, endosalpingiosis, eye irritation, fatigue, feeling abnormal, fibromyalgia, flatulence, fungal infection, gastrointestinal disorder, gastrooesophageal reflux disease, haematochezia, headache, hormone level abnormal, hot flush, insomnia, intervertebral disc degeneration, loss of libido, migraine, mood altered, musculoskeletal pain, nausea, neck pain, night sweats, oedema peripheral, ovarian fibroma, pain, panic attack, paraesthesia, pelvic pain, procedural pain, pruritus, rash, sensitivity of teeth, spinal osteoarthritis, stress, tooth disorder, vaginal discharge, vaginal odour, vision blurred, vulvovaginal discomfort, vulvovaginal pain, weight fluctuation and weight increased to be related to essure (ess205). The reporter commented: following the surgery, plaintiff suffered a painful post-operative recovery. Since having the surgery, plaintiff's symptoms have improved but were not fully resolved. Complications for essure removal procedure: told on (B)(6) 2017 bladder is fused to uterus. Current weight 175 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68.03 kgs. In (B)(6) 2017 physician told plaintiff the implant needed to come out, xrays showed coils in uterus. (B)(6) 2016: xray : essure implants have migrated. Most recent follow-up information incorporated above includes: on 2-mar-2018: events- "dysmenorrhea (cramping), constipation, stomach cramping, gas, major bloating, esophageal reflux, moodiness, hot flashes, night sweats, loss of libido, yeast infection, bacterial infection, headaches, migration of essure device location of device: essure migrated to uterus essure micro-inserts with questionable myometrial positioning, nausea, tingling (right arm and left arm, right and left leg), brain fog, nickel allergy, pain, stress, anxiety, panic attacks, fibromyalgia, gall bladder removed, vaginal discharge, blurry vision from time to time, super irritated eye all the time (couldn¿t wear make-up), essure coils embedded within the myometrium within the anterior and posterior body/ fundus, insomnia, abnormal vaginal odor, extreme itching, weight gain, edema in lower extremity, vaginal irritation, right ovary: ovarian fibroma 8 mm in creates dimension, left ovary: focal endosalpingiosis, neck pain, shoulder pain, dysphagia, gerd, hematochezia, lumbosacral spondylosis, degene incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("essure coils embedded within the myometrium within the anterior and posterior body/ fundus"), device expulsion ("migration of essure device location of device: essure migrated to uterus essure micro-inserts with questionable myometrial positioning"), cholecystectomy ("gall bladder removed"), abdominal pain ("severe abdominal pain / bad stomach pain (it hurt to walk sometimes"), dysmenorrhoea ("dysmenorrhea (cramping)") and haematochezia ("hematochezia") in a 44-year-old female patient who had essure (ess205) (batch no. 620724) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation" on (B)(6)2006. The patient's past medical history included depression, anxiety, gerd, hematochezia, nausea, dysphagia, hand operation, osteoarthritis, knee sprain, pregnancy, caesarean section and benign neoplasm. Previously administered products included for an unreported indication: advil from 2002 to (B)(6)2018, valtrex from (B)(6)2014 to (B)(6)-2017, wellbutrin, progesterone, tramadol, clonazepam, citalopram and oxycodone. Concurrent conditions included crying, menopause, genital herpes, body mass index normal and benign neoplasm. Concomitant products included citalopram since 2011, oxycocet (percocet), oxycodone since 2015, progesterone since may 2012 to 2017, tramadol since 2015, triamcinolone from 2012 to 2017 and valaciclovir hydrochloride (valtrex) from (B)(6)2014 to (B)(6)2017. On (B)(6)2006, the patient had essure (ess205) inserted. In september 2006, the patient underwent cholecystectomy (seriousness criterion medically significant) and fatigue ("fatigue"). In september 2006, the patient experienced cholecystectomy (seriousness criterion medically significant) and fatigue ("fatigue"). In november 2006, the patient experienced insomnia ("insomnia"). On (B)(6)2006, the patient experienced rash generalised ("skin rashes / patchy rashes on full body / severe body and patch rashes, rash on both arms, legs, chest comes and goes since more than 1 week, itchy"). In december 2006, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), dysgeusia ("metallic teste in mouth / metal taste in mouth"), migraine ("migrains"), headache ("headaches"), nausea ("nausea"), paraesthesia ("tingling (right arm and left arm, right and left leg)") and weight increased ("weight gain"). In february 2007, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"). In june 2007, the patient experienced fungal infection ("yeast infection") and bacterial infection ("bacterial infection"). In september 2011, the patient experienced mood altered ("moodiness"), night sweats ("night sweats") and loss of libido ("loss of libido"). In may 2017, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). In 2017, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), haematochezia (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), gastrointestinal disorder ("gastrointestinal problems / bowel leakage"), tooth disorder ("dental problems"), arthralgia ("joint pain / joint muscle and tissue connective pain"), back pain ("severe back pain"), abdominal distension ("severe bloating / major bloating"), weight fluctuation ("abnormal weight fluctuations"), depression ("depression"), constipation ("constipation"), abdominal pain upper ("stomach cramping / epigastric pain"), flatulence ("gas"), gastrooesophageal reflux disease ("esophageal reflux"), hot flush ("hot flashes"), feeling abnormal ("brain fog"), allergy to metals ("nickel allergy"), pelvic pain ("pain"), stress ("stress"), anxiety ("anxiety"), panic attack ("panic attacks"), fibromyalgia ("fibromyalgia"), vaginal discharge ("vaginal discharge"), vision blurred ("blurry vision from time to time / driving with blurry vision"), eye irritation ("super irritated eye all the time (couldn¿t wear make-up)"), vaginal odour ("abnormal vaginal odor"), pruritus ("extreme itching"), oedema peripheral ("edema in lower extremity"), vulvovaginal discomfort ("vaginal irritation"), ovarian fibroma ("right ovary: ovarian fibroma 8 mm in creates dimension"), endosalpingiosis ("left ovary: focal endosalpingiosis"), neck pain ("neck pain"), musculoskeletal pain ("shoulder pain / buttock pain"), dysphagia ("dysphagia"), spinal osteoarthritis ("lumbosacral spondylosis without myelopathy"), intervertebral disc degeneration ("degeneration of lumbar intervertebral disc"), pain ("chronic pain syndrome"), sensitivity of teeth ("severe teeth sensitivity"), vulvovaginal pain ("vaginal pain") and coccydynia ("coccyx pain"). The patient was treated with surgery (total hysterectomy and bilateral salpingo-oophorectomy) and surgery (ablation). Essure (ess205) was removed on (B)(6)2017. At the time of the report, the embedded device, device expulsion, cholecystectomy, haematochezia, constipation, abdominal pain upper, flatulence, gastrooesophageal reflux disease, mood altered, hot flush, night sweats, loss of libido, paraesthesia, feeling abnormal, allergy to metals, pelvic pain, stress, fibromyalgia, eye irritation, insomnia, vaginal odour, pruritus, weight increased, oedema peripheral, vulvovaginal discomfort, ovarian fibroma, endosalpingiosis, neck pain, musculoskeletal pain, dysphagia, spinal osteoarthritis, intervertebral disc degeneration, pain, sensitivity of teeth, vulvovaginal pain and coccydynia outcome was unknown, the abdominal pain, hormone level abnormal, gastrointestinal disorder, tooth disorder, fatigue, rash generalised, dysgeusia, arthralgia, migraine, back pain, abdominal distension, weight fluctuation, depression, procedural pain, nausea, anxiety and panic attack was resolving and the dysmenorrhoea, dyspareunia, alopecia, fungal infection, bacterial infection, headache, vaginal discharge and vision blurred had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, allergy to metals, alopecia, anxiety, arthralgia, back pain, bacterial infection, cholecystectomy, coccydynia, constipation, depression, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, dysphagia, embedded device, endosalpingiosis, eye irritation, fatigue, feeling abnormal, fibromyalgia, flatulence, fungal infection, gastrointestinal disorder, gastrooesophageal reflux disease, haematochezia, headache, hormone level abnormal, hot flush, insomnia, intervertebral disc degeneration, loss of libido, migraine, mood altered, musculoskeletal pain, nausea, neck pain, night sweats, oedema peripheral, ovarian fibroma, pain, panic attack, paraesthesia, pelvic pain, procedural pain, pruritus, rash generalised, sensitivity of teeth, spinal osteoarthritis, stress, tooth disorder, vaginal discharge, vaginal odour, vision blurred, vulvovaginal discomfort, vulvovaginal pain, weight fluctuation and weight increased to be related to essure (ess205). The reporter commented: following the surgery, plaintiff suffered a painful post-operative recovery. Since having the surgery, plaintiff's symptoms have improved but were not fully resolved. Complications for essure removal procedure: told on (B)(6)2017 bladder is fused to uterus current weight 175 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. In jun2017 physician told plaintiff the implant needed to come out, xrays showed coils in uterus. (B)(6)2016: xray : essure implants have migrated. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events depression and anxiety, back pain, gerd, nausea, mood swings, dysphagia quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2003, the patient had essure (ess205) inserted. In 2017, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), gastrointestinal disorder ("gastrointestinal problems"), dyspareunia ("pain during intercourse"), tooth disorder ("dental problems"), fatigue ("fatigue"), alopecia ("hair loss"), hormone level abnormal ("hormonal changes"), rash ("skin rashes"), dysgeusia ("metallic teste in mouth"), arthralgia ("joint pain"), migraine ("migraines"), back pain ("severe back pain"), abdominal distension ("severe bloating"), weight fluctuation ("abnormal weight fluctuations") and depression ("depression"). The patient was treated with surgery (total hysterectomy on (B)(6) 2017). At the time of the report, the abdominal pain, gastrointestinal disorder, dyspareunia, tooth disorder, fatigue, alopecia, hormone level abnormal, rash, dysgeusia, arthralgia, migraine, back pain, abdominal distension, weight fluctuation, depression and procedural pain was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, back pain, depression, dysgeusia, dyspareunia, fatigue, gastrointestinal disorder, hormone level abnormal, migraine, procedural pain, rash, tooth disorder and weight fluctuation to be related to essure (ess205). The reporter commented: following the surgery, plaintiff suffered a painful post-operative recovery. Since having the surgery, plaintiff's symptoms have improved but were not fully resolved. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.